Manufacturer narrative:
H10: no device was returned. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review for lot# 4763174 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event occurred in the in-patient ward and involved a spinning spiros, closed male luer, red cap that leaked while administering an IV bolus injection of doxorubicin. The dose had to be abandoned. There was patient and staff involvement, but no harm reported. The chemo drug did not come into contact with the patient or healthcare provider. The spill was cleaned using a spill kit according to the guidelines. This event captures the second event on the second day.